Event description:
Ruptured silicone implants, first put in in 70's, removed in late 90's. Now have atypical ms, atypical rheumatoid arthritis, progressive brain demyelination, immune system impairment but not in any known category of disease. Neurological abnormalities.